Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. Customer declined to provide information regarding alternate insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.